Manufacturer narrative:
The manufacturer initially reported a device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device. Correction: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. No error codes were noted by the service technician. The device was scrapped. Updated: adverse event tab: section d: product brand name updated. Manufacturing site updated. Serial number updated. UDI number updated. Operator of device updated. Device service by 3rd party field updated. Manufacturer information tab: section g: report source updated. Section h: health impact code updated. Evaluation results code updated. Component code updated.

Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device.